Manufacturer narrative:
(B)(4). Information documented in this report was obtained from a maude data base review. (B)(4). No additional information provided from the maude adverse event report. Product usage when the alleged issue was detected is unknown.

Event description:
The information for this report was obtained from the maude adverse event report.the complaint is reported as: the balloon would not inflate.

Manufacturer narrative:
(B)(4). Corrected data: MFR has been corrected to teleflex medical, (B)(4). Information documented in this report was obtained from a maude data base review - report# (B)(4). A device history record (DHR) review was performed on lot number 12eg35, and there were no issues found that could relate to the reported complaint. The actual complaint device was not returned for evaluation. A sample was taken from a current production lot for investigation. A visual exam was performed and it was found that all components were intact and no obvious defects were observed. The cuff of the production sample was inflated to 25mbar using a calibrated endotest meter without any difficulties. The sample was then immersed in water with the cuff inflated and no air bubbles were observed. Colored water was injected into the inflation line and no obstructions were detected. A simulation was conducted and the sample was sprayed with lidocaine aerosol. It was observed that the cuff could not be inflated. Other remarks: based on the investigation conducted, the complaint of "balloon would not inflate" could not be confirmed. The actual sample was not returned for investigation. It is possible that the use of lidocaine aerosol lubricant can cause the cuff to not inflate.

Event description:
The information for this report was obtained from the maude adverse event report. The complaint is reported as: the balloon would not inflate.